Event description:
Product type: inguinal hernia repair. The dissection balloon ruptured inside the pt while it was being inflated. Balloon removed and another balloon used. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).